Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that display of insulin pump was flashing. The customer¿s blood glucose level was 73 mg/dl. The customer stated that the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump had pump error. Customer stated that they was unable to clear the alarm. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.